Event description:
Nellcor puritan bennett rec'd a report from a respiratory personnel in 01/2006 that a n595 pulse oximetry monitor did not provide audio tone. Prior to the event, the speaker in the unit had been replaced per remedial action z-0664-05.

Manufacturer narrative:
The evaluation concluded that the failure was isolated to the main pcb. Battery terminals were also loose. The unit clearly received impact to cause damage.